Manufacturer narrative:
Additional information in b5 (describe event or problem), and code update in h6 (health effect - clinical code and impact code).

Event description:
During patient resuscitation with the autopulse nxt platform, the crew observed a problem with an nxt band (lot #200888) that twists internally within the device even when correctly aligned on the patient. The failure occurred approximately 4 to 5 minutes into operation. A noticeable change in the sound of the autopulse motor was noted, indicating that the device was struggling and becoming bogged down. Shortly after, it stopped compressing. Upon attempting a reset, one side of the band was difficult to retract, revealing that it had become bundled within the device. Additionally, the outer sleeve of the band appeared to be pulled into itself. After resetting, the band quickly became tangled again due to the creases and folds that had formed. According to the customer, the patient was of average size. The crew reverted to manual CPR. No patient injuries were reported.

Event description:
During patient resuscitation with the autopulse nxt platform, the crew observed a problem with an nxt band (lot #200888) that twists internally within the device even when correctly aligned on the patient. The failure occurred approximately 4 to 5 minutes into operation. A noticeable change in the sound of the autopulse motor was noted, indicating that the device was struggling and becoming bogged down. Shortly after, it stopped compressing. Upon attempting a reset, one side of the band was difficult to retract, revealing that it had become bundled within the device. Additionally, the outer sleeve of the band appeared to be pulled into itself. After resetting, the band quickly became tangled again due to the creases and folds that had formed. According to the customer, the patient was of average size. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt band in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, physical investigation could not be performed, and the root cause could not be determined.